Event description:
It was reported that an infusor was observed to have particulate matter inside the elastomeric balloon after the device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured august 8, 2014 - august 11, 2014. The device was returned to baxter and an evaluation was completed. A batch review was performed and there were no nonconformities, failures, rework or deviations associated with the reported problem; nor any issues detected during the manufacturing process. A visual inspection was performed with the naked eye and noted a white particle approximately 1.04 mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was subsequently identified to be polyester material via fourier transform infrared spectroscopy testing. The direct cause of the problem could not be determined. A CAPA has been opened for further investigation. Should additional relevant information become available, a supplemental report will be submitted.